Manufacturer narrative:
(B)(4). An actual and a companion sample were returned for evaluation. The actual sample was visually inspected and found that the 4 way bore 2 gang stopcock was broken. Functional testing was not performed as the reported condition was confirmed visually. The root cause was not determined. The companion was visually inspected and no defect was found. A functional test was performed on the companion sample. The sample was connected to a solution container and to an extension set, the tip protector was removed from the sample and the handle was opened. The stopcock was primed and allowed the fluid to flow through. No defects were found in the companion sample. If additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance a 2 gang - 4 way large bore stopcock manifold which broke in half. According to the report, the manifold was being set up to be used with a dialysis procedure in order to connect to an access line. There were no unusual events that may have contributed to the break. The event occured prior to use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.